Event description:
This lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 03/08/2018 stating that this lead was being used as pace/sense. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)